Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the mechanics of the foot control device was dirty, oily and corroded. It was further determined that the device failed pretest for oil leak inspection. It was further determined that the device was leaking and losing oil. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). Correction: the reporter¿s country, name, phone number and address were incorrect in the initial report. The correct country of this report has been corrected from (B)(6). All of the reporter¿s information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.